Event description:
Pt in ICU. Anesthesiologist exchanged a double lumen 39 fr tube for a 8.5 fr ett over a 19.0 cook catheter. It was difficult to pass, so he switched to a pediatric catheter which was used successfully. A bronchoscopy was done a few hrs later and a foreign body was incidentally found and removed from the right bronchus. It was yellow with a plastic-like appearance. The tubing & catheter could not be retrieved as trash had been emptied.